Manufacturer narrative:
A4 - patient weight not provided. D4 is reflective of all currently available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was transplanted.

Manufacturer narrative:
Section a patient information updated. Section d4/h4 device information updated. This event was determined to be supplemental investigation findings will be submitted under MFR # 2916596-2025-05596.